Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power alert. Customer's blood glucose was 224 mg/dl. The customer stated, they did not receive a low battery alert prior to the off no power alert. The customer was advised to insert new (B)(4) aaa alkaline battery. The customer was advised to monitor the insulin pump. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 224 mg/dl. Customer stated, the device alarmed after battery change. The customer stated that the device is alarming at time of call. Customer stated, the batteries were out of pump greater than duration allowed by the device. The customer was advised that is normal behavior. The customer was advised to monitor pump.